Event description:
Message from affiliate. More information to follow, only know the 511sd did not arm. 01/23/1999 additional information from affiliate. It was reported that (1) device was used during an unknown procedure. It was reported that the 511sd would not arm during the procedure. There was no more details available other that there was no consequence to the patient.